Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 3387-40 lot# j0424953v, implanted: 2004 (B)(6), product type lead product ID 3387-40 lot# j0217111v, implanted: 2004 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the patient had a stroke about 1.5 to 2 months prior to this report. It was noted, the patient had bad tremors on the left side and the tremors were ¿really bad¿ the week prior to this report. It was further noted, the tremors were on both sides. It was noted, the patient programmer had been stolen. The reporter stated, they thought the implantable neurostimulator (ins) was off and had not taken a charge. It was later reported that the patient had tremors that returned within the week prior to this report. The next day, it was reported that the patient felt a shocking sensation when the ins was turned on. It was noted, the shocking sensation remained after a few minutes. The reporter stated if the shocking continued they would turn the ins off. It was later reported that stimulation was turning off during the week prior to this report. It was noted, the patient¿s problems were resolved and the patient was receiving therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was admitted on (B)(6) 2013 for a stroke and the patient was experiencing right-sided weakness at that time. It was noted that the patient had two cat scans while at the hospital and there was no evidence of a stroke. It was reported that the patient had a seizure while being hospitalized and they suspected that the patient had not experienced a stroke but rather a seizure that had started in the left brain, which was the reason for the right-sided weakness. The reporter stated that seizures were not considered to be device related, the patient was put on keppra for seizures, and was discharged on (B)(6) 2013. It was noted that the patient was seen again on (B)(6) 2013 and the device had been turned off at some point. It was reported that when the device was turned back on, the patient had difficulty with speech and balance and the patient was reprogrammed. It was noted that stimulation was increased on the left side and decreased on the right side, and the patient was getting better symptom control after reprogramming. The reporter stated that there was no mention of shocking sensation in the patient's chart.